Event description:
It was reported that prior to the start of a da vinci-assisted low anterior resection surgical procedure, the customer was not able to control the endoscopic camera manipulator (ecm) from the surgeon side console (ssc). The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was initially powered on without any errors. Ports were placed prior to the issue being identified. The customer attempted to reset the instrument and drape, but the issue persisted. The surgeon opted to convert to laparoscopic surgery due to limited camera arm rotation during the setup. There was no harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse could not fully rotate the endoscopic camera manipulator (ecm). The fse explained to the customer that the ecm was in abnormal position since the ecm movement was outside of the range of motion. Once corrected, the system was tested and verified as ready for use. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additional log reviews confirmed that system sh2231 was used on 04-apr-2022 for a low anterior resection surgical procedure based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) resulted in the procedure being converted. Although there was no patient injury reported, if the reported issue were to recur, it could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.